Manufacturer narrative:
This supplemental report is being submitted for additional information provided by the customer.

Event description:
Additional information was provided by the customer: the issue occurred during an unspecified procedure. The intended procedure was completed.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the image flickers when the cable is moved. Based on the results of the investigation, it is likely that the following led to the malfunction: since the indicated malfunction occurred when the cable was moved and cable failure was confirmed by the repair department, the image flickered due to communication failure caused by cable failure. The definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head image was flickering. It is unknown when the malfunction occurred. There were no reports of patient harm.